Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-03910. It was reported the pt experienced a fall on the side of her scs ipg pocket site and subsequently is experiencing pain at the site. It was also reported the pt is not receiving effective stimulation. The pt declined reprogramming as she would like her scs system explanted. Subsequently, surgical intervention will be taken at a later date to address the issue.